Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd293297 with no issues noted during the manufacturing process that was related to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis while in the hospital for severe back pain. The nurse reported the cause of the peritonitis was diarrhea which had crossed over the peritoneal membrane. Treatment for the peritonitis included zybox, oral (dose and frequency not reported). On an unreported date, the patient was discharged from the hospital. At the time of the initial report, the patient was not recovered from the peritonitis event. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).